Event description:
It was reported that patient presented for an elective generator change, and it was noted that the lv lead had been turned off. During the procedure, the lv lead was tested through the pacing system analyzer and the new device. No capture and high pacing lead impedance were observed. The lv lead remains implanted and turned off. Patient's condition was stable before, during and after the procedure. There were no adverse consequences.